Manufacturer narrative:
Should additional information become available this report will be updated. Ssv

Event description:
It was reported that that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. The device delivered at least 8 shocks and exhausted shock therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). The patient was hospitalized. The device was reprogrammed and remains in service. No additional adverse patient effects were reported.